Event description:
It was reported that the patient has hip pain consistent with altr. Head revised to universal biolox head and the liner was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to pain involving a metal femoral head was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records indicated "there is no documentation demonstrating a prosthesis related origin to the alleged pain, which was apparently the indication for the revision surgery in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Conclusions: the provided medical records confirm the reported revision, however were insufficient to determine the etiology of the reported pain. Clinician review of the provided records indicated "there is no documentation demonstrating a prosthesis related origin to the alleged pain, which was apparently the indication for the revision surgery in this case."

Event description:
It was reported that the patient has hip pain consistent with altr. Head revised to universal biolox head and the liner was revised.